Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, extreme') in an adult female patient who had essure (batch no. 627406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinusitis, adenomyosis and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), back pain ("lower back pain"), arthralgia ("hip pain / joint pain/ joint pain in pelvis") and fatigue ("extreme fatigue"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, back pain, arthralgia and fatigue outcome was unknown. The reporter considered arthralgia, back pain, dyspareunia, fatigue and pelvic pain to be related to essure. The reporter commented: insertion details: 2 coils at both sides. After device removal, (B)(6) 2019, patient already feeling better regarding her pre-surgery complaints, successful hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: both tubes are properly occluded by the essure inserts. Pathology test - on (B)(6) 2019: microscopic diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: benign uterus (60 g) with: - endometrium - atrophic; benign polyps (1.2 cm); myometrium, adenomyosis; serosa, unremarkable; cervix unremarkable; benign bilateral ovaries and fallopian tubes. Clinical history: pelvic pain. Right- the tube exhibits a coiled, wire, contraceptive device within the lumen of the tube, as well as multiple paratubal cysts ranging to 0.5 cm in greatest dimension. Left- the tube exhibits a coiled, wire, contraceptive device within the lumen of the tube, as well as multiple white paratubal cysts ranging to 0.2 cm in greatest dimension. X-ray - on (B)(6) 2019: chiropractic x-ray, noted essure implants in proper position. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, extreme') in an adult female patient who had essure (batch no. 627406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinusitis, adenomyosis and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), back pain ("lower back pain"), arthralgia ("hip pain / joint pain/joint pain in pelvis") and fatigue ("extreme fatigue"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, back pain, arthralgia and fatigue outcome was unknown. The reporter considered arthralgia, back pain, dyspareunia, fatigue and pelvic pain to be related to essure. The reporter commented: insertion details: 2 coils at both sides. After device removal, (B)(6) 2019, patient already feeling better regarding her pre-surgery complaints, successful hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: both tubes are properly occluded by the essure inserts. Pathology test - on (B)(6) 2019: microscopic diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: benign uterus (60 g) with: - endometrium - atrophic; benign polyps (1.2 cm); - myometrium - adenomyosis; - serosa - unremarkable; - cervix - unremarkable; - benign bilateral ovaries and fallopian tubes. Clinical history: pelvic pain. Right- the tube exhibits a coiled, wire, contraceptive device within the lumen of the tube, as well as multiple paratubal cysts ranging to 0.5 cm in greatest dimension. Left- the tube exhibits a coiled, wire, contraceptive device within the lumen of the tube, as well as multiple white paratubal cysts ranging to 0.2 cm in greatest dimension. X-ray - on (B)(6) 2019: chiropractic x-ray, noted essure implants in proper position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.